Manufacturer narrative:
(B)(4). Results of investigation: this unit was field serviced by a carefusion authorized service technician. The service technician replaced the power board as a precaution and sent the defective component to carefusion for failure analysis. Failure analysis: carefusion was not able to duplicate the customer's reported issue. During initial bench testing and calibration test, the power board would powered up the golden testing ventilator and passed the calibration test, power check out, and the battery charging test. The ventilator passed all tests and was working normally within specification. The unit also passed 4 hours of extended duration test and did not produce any unusual alarm or error condition. Visual inspection of the power board did not reveal any anomalies. Carefusion scrapped the power board after failure analysis.

Event description:
It was reported to carefusion that the ventilator had reset while connected to a patient. The customer reported that there was no patient harm associated with this complaint.